Manufacturer narrative:
Device returned for repair and analysis. Report will be updated with analysis results.

Event description:
Amputee patient wearing prosthetic knee, mauch plus, claims the knee has poor stance phase hydraulic resistance. Patient claims to have fallen down the stairs while using the product.

Event description:
Amputee patient wearing prosthetic knee, mauch plus, claims the knee has poor stance phase hydraulic resistance. Patient claims to have fallen down the stairs while using the product. No injury occured.